Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The customer was advised of the limitation for hemagglutination assays for the neo that states, "the neo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. The neo does not generate an interpretation of mixed-field. Such a mixed-field reaction will be interpreted as positive, negative, or equivocal". The instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative reactions on a donor unit on galileo neo (B)(4).